Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The doctor of a customer indicated via phone call that their blood glucose was high at 446 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. The doctor declined to troubleshoot and indicated that he would call back tomorrow. No further details given.